Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed for unexpected restart. Customer also reports that they had cracked and a piece chipped off on the battery compartment. Customer's blood glucose at time of call was unknown. Customer advised to discontinue use of the insulin pump and revert to a back-up plan. Insulin pump will be return for analysis.

Manufacturer narrative:
Unit passed unexpected restart error test and displacement test. No unexpected restart/low battery/off no power alarms, reset time/date anomaly after change battery noted during testing. Unit had broken battery tube threads.